Manufacturer narrative:
The reported events were lead dislodgement due to twiddler syndrome and helix mechanism issue. As received, a complete lead was returned in one piece. The helix was partially extended and clogged with blood/tissue. The reported event of helix mechanism issue was confirmed. Visual and x-ray examination of the helix mechanism found no anomalies or distortion of the helix or inner coil that would have contributed to helix issue reported in the field. After cleaning, the helix can be extended and retracted by applying torque directly at the connector pin. The full helix extension length was measured within specification. The cause of the reported event of helix mechanism issue was isolated to blood/tissue in the helix region. Visual and x-ray inspections of the lead did not find any anomalies.

Event description:
During an in-clinic follow-up, lead dislodgement due to twiddler's syndrome was observed on the right ventricle (rv) lead. Diagnostic imaging was performed, and dislodgement was confirmed. During a revision procedure, the helix of the rv lead was unable to retract, the rv lead was explanted and replaced to resolve event. The patient was stable with no consequences.